Event description:
A facility reported that the plunger knob on the mayfield modified skull clamp (a1059) has too much friction. It does not always return to place making it difficult to push two halves of skull clamp together. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the lock had movement.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock will need new components added to replace worn internal parts. The plunger stud was buffed to allow a smoother transition of the ratchet extension into the body casting. Unit was machined to have heli-coils added to the large starburst threads. New components were added to replace worn internal parts. Plunger stud buffed. Unit required preventive maintenance and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.